Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a routine generator change due to normal battery depletion. Upon opening the pocket, an insulation abrasion was noted on the right atrial lead. The lead exhibited low impedance, loss of capture, and no sensing. An attempt to repair the atrial lead insulation was unsuccessful. The physician was unable to obtain access to place a new lead so the lead remains implanted, but inactive. During the procedure, the physician also encountered a telemetry anomaly with the new implantable cardioverter defibrillator and re-interrogation was complicated but successful. The procedure was completed successfully without adverse consequences to the patient.